Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched for this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts advised the customer to power off the instrument and clean the probe wipe. The customer then ran a sample three times to verify that the leak was resolved. No further leaks were observed by the customer and the customer has not informed beckman coulter of any further issues as of (B)(4) 2013. Failure mode of the event cannot be determined but may have been attributed to the probe wipe requiring cleaning. Beckman coulter internal identifier for this report is (B)(4). Issue was resolved by the customer.

Event description:
The customer reported that approximately 0.5 ml of fluid leaked from the probe of the coulter act diff 2 analyzer and onto the top of the control tube while running quality controls (qc). The customer stated that quality control results were not affected by the leak. The customer stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.